Event description:
It was reported that since implant, when a patient¿s stimulation was turned on and she went to sleep at night, her body twitched and jolted. She tried to change the settings, but the only way it was resolved was when the device was turned off. The patient¿s husband was using and electric blanket while in bed and she had to turn it off because it was causing the same jolting sensation as when she slept. The patient had the device for pain associated with interstitial cystitis. The night of the report, stimulation was too strong and it went down the patient¿s leg. She spoke with a manufacturer representative who suggested that she try other programs. On program 2, 0 was the upper limit and on program 3, 0.10 was too strong. On program 4, stimulation was good for the patient at 0.50. Starting a few days later, the patient was having diarrhea in the morning and mid-day, but it was slowing because she took anti-diarrheal medications. The diarrhea occurred when stimulation was turned on. No interventions or outcome were reported regarding this e vent. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0p3zz, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0p3zz, implanted: (B)(6) 2014, product type lead. (B)(4).